Manufacturer narrative:
The reported event of incorrect current measurements was not confirmed. The device was received with battery voltage above replacement indicator (eri) level. Electrical and mechanical analysis performed under nominal and field settings indicated normal functionality. Further battery assessment at various pulse amplitudes found current levels within normal range and no indication of abnormal current behavior was noted. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity.

Event description:
Additional information received indicated the device was explanted and replaced due to normal battery depletion. The patient was in stable condition.

Event description:
During an in-clinic follow-up, variable battery longevity estimates were observed on the device. Abbott technical support was contacted and noted a longevity overestimation occurred. The patient was in stable condition.